Event description:
Blood glucose device results have been erratic for 2-3 wks. It was reported on one occasion, blood glucose measured hi back to back with a result of 122 mg/dl performed within a few mins apart. Reporter stated meter result was 285 mg/dl back to back with a result of 110 mg/dl performed within a few mins of each other. Reporter also indicated a meter reading was 287 mg/dl back to back with a reading of 118 mg/dl performed within a few mins of each other. No actions were taken and no treatment was reportedly received as a result. A request was made for the return of the suspect device and replacement rpoduct was sent.